Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose over 300mg/dl. The customer experienced ketones and nausea. It was stated that she changed her infusion set after taking lunch, and her blood glucose was 180mg/dl and treated. Two hours later, she ate dinner and her blood glucose rose up to 350mg/dl. The customer bolused, changed the infusion set, gave a manual injection, and went back to the hospital. It was stated that the infusion set was changed twice while she was at the hospital. The customer was released once her blood glucose was stabilized. Then her blood glucose rose up again and she went back to the hospital. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The doctor stated that the customer is thirty five weeks pregnant and requested the device be replaced. No further information was provided.